Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The lead was explanted and replaced. It was suspected that the lead had subclavian crush; however, this could not be verified upon physical examination post lead explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that this rv lead also exhibited high pacing threshold measurements. The lead was explanted due to a suspected lead fracture. No additional adverse patient effects were reported.